Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the right crossbrace is broken at a weld where the top of the crossbrace connects to the lower section of the crossbrace.